Event description:
It was reported that (1) 511sm device was used during an unknown procedure. It was reported by the rep that the writing on the package states "this trocar will not engage the blade". The orange reset button does not stay down when pressed. It is unknown how the case was completed and there was no consequence to the pt.